Event description:
The user facility report that prior to cardiopulmonary bypass, during prime, a fiber-like foreign substance (black in color) was found inside the oxygenator. No known impact or consequence to the patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the presence of a foreign substance located on the upper part of the inside of the housing of the actual device. Magnifying inspection of the foreign substance for the outside of the housing found it was a fiber-like substance, staying between the filter and the fiber winding. Magnifying and electron microscopic inspections found it was a fiber-like substance approximately 0.8mm in length and approximately 0.1mm in outside diameter. Fourier transform infrared spectrophotometer (ft-ir) analysis of the foreign substance obtained a characteristics peak which was very similar to that of polyethylene. Based on this, the foreign substance is likely to be a substance consisting of mainly polyethylene resin. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The manufacturing process relating to the vacuuming of foreign substances and visual inspections during the manufacturing process has been improved to minimize the potential for recurrence of this issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
(B)(4).

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).